Event description:
It was reported that fatigue patient presented in the emergency room with device in backup vvi mode after external defibrillation was used to convert the patients vt. Review of device image revealed that previous to the backup, the device delivered one unsuccessful shock and triggered over current detection. Subsequent charges were aborted. Lead anomaly was suspected. Both device and lead were replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv delivery into a low impedance output. Bench testing noted an output transistor was also damaged during the hv delivery. The cause of the low impedance output could not be determined.